Event description:
It was reported that a red alert had been generated for this system due to a shocking impedance measurement of 132 ohms. Review of the data noted the measurements had been trending higher and then would decrease and were in the 90-120 ohms range over the past few months. A boston scientific technical services consultant documented the clinical observations and recommended troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.